Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a database error. The investigation was unable to identify a clear and verifiable cause of the fault. No parts were replaced during the on-site service intervention; therefore, other possibilities were considered to determine the cause of the problem. The log file was examined in detail and there were indications of timeout errors. Such errors indicate that the data exchange between certain components took too long. In the given case, this concerned the data traffic between two subsystems, the dialog monitor computer (dmc) and the real time controller (rtc). Since the error is a so-called "timeout error", in which the timing of the data traffic plays a major role, it can be assumed that a cleanup of the database and the resulting acceleration will provide a remedy here. The database was cleaned up on site and no further problems have been reported. A possible general error that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the sensis hemo low system. During an interventional procedure, the user reported a signal acquisition error. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.